Event description:
It was reported the device power supply problem of the battery displays "power supply error". There was no reported patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective processor pca. The reported problem was confirmed. The device was operational after replacement of processor pca was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that battery power problem displays "power error". There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.